Manufacturer narrative:
This report is submitted on october 17, 2022.

Event description:
Per the clinic, the patient was treated with steroid injection on (B)(6) 2022 due to poor magnet retention. The implanted device remains.